Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the procedure was able to be completed with navigation because the ventricles were large enough to adjust for the alleged inaccuracy.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The raw exam was reviewed but provided no additional insight regarding the cause of the reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9733856, version: (B)(4)). A medtronic representative went to the site to test the equipment. The system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement procedure. It was reported that there was an alleged inaccuracy while navigating to checkpoints using the shunt stylet during an electromagnetic localization shunt case. The checkpoints were created using the tracer pointer. When navigating to the checkpoints using the shunt stylet, the tip appeared 5-7 mm inaccurate inferiorly in the coronal view. There was a five minute delay to the procedure and no impact on patient outcome as a result of this issue.